Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was in critical override mode and required report of the last signal received from epic and when the devices automatically converted to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g grid. This supplemental MDR was submitted to reflect the correct imdrf annex g grid.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override mode and required report of the last signal received from epic and when the devices automatically converted to critical override. The technical support specialist (tss) dialed into the server and executed a structured query language using server management studio to retrieve the critical override reason. The tss filtered it and pointing it to lakeview regional medical center provide the co reason on 6/29/2025 in csv format. The tss then contacted the customer to verify the accuracy of the data, and the customer confirmed it was correct. With no further action required, the case was approved for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was in critical override mode and required report of the last signal received from epic and when the devices automatically converted to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.